Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the tubing from cylinder to pump was fracture. The device was removed and replaced with a new one. There were no patient complications reported.